Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
The charge nurse reported that the threaded end of the restoration cone conical instrument has fallen off. At the time of intake it is unclear where the end is and whether that had fallen into the patient site.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration adaptor was reported. Device history review: a review of the device history records could not be performed as the lot ID was not provided. Complaint history review: a complaint history review could not be performed as the lot ID was not provided. Conclusion: the event could not be confirmed as the lot number was not provided and packaging of device was not returned. The tip of the thread was discovered during re-processing; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The charge nurse reported that the threaded end of the restoration cone conical instrument has fallen off. At the time of intake it is unclear where the end is and whether that had fallen into the patient site. Update: the customer reported that the item was discarded the tip of the thread broke and it was discovered by (B)(4) during re-processing. Sister in charge of the case said that she did not use that item during the op. Case was completed successfully without any delay.